Event description:
It was reported the device was given to the facility or instrument coordinator to check warranty status because the facility biomed stated the device didn't test correctly. No further info was available from the caller. The case was unk and the caller reported it was completed with another hand piece. No consequence was reported. Pt info was requested and was unk.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for the hand piece to not work properly. Causes that may contribute phase margin being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process.